Event description:
It was reported that the customer had to be treated by paramedics due to hypoglycemia. It was reported that the customer had received a no delivery alarm on the insulin pump prior to the event. So, she changed the infusion set. It was also reported that after the no delivery alarm, the customer changed the battery and the insulin pump did not recognize the new battery. Troubleshooting was performed. The insulin pump passed the prime and self tests. The high pressure test was not performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.